Event description:
It was reported the customer received a motor error alarm during a bolus delivery. The customer reported receiving a no delivery alarm prior to the motor error alarm. Customer's blood glucose was 260 mg/dl. The customer stated they were able to bypass the no delivery alarm, but received a motor error alarm. Customer was unable to troubleshoot at the time of the call. Customer stated they would return their reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.